Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced high blood glucose readings at school, including a reading reported as high and later capillary values of 390 mg/dl before lunch and 204 mg/dl several hours after lunch; the caregiver directed the school nurse to remove the ilet and continue with manual insulin injections, and the specific device component involved was not identified due to insufficient information. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.